Event description:
Healthcare professional reported capsular contracture baker grade IV. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.4, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported capsular contracture baker grade iii/IV. This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: a review of the device noted deformation was observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/14/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03/19/2024.

Event description:
Healthcare professional reported capsular contracture baker grade iii/IV. Healthcare professional later reported capsular contracture baker grade IV. This record is for the left side. Device was explanted.